Event description:
It was reported that the customer was hospitalized due to high ketones and high blood glucose. It was stated that the customer changed the infusion set several times, and the cannula was bent every time, but no alarm occurred. Then the customer felt sick and was vomiting. It was mentioned that the insulin pump had cracks on display. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.